Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: whether primary stability was achieved.

Event description:
The clinician indicated that the abutment screw was found fractured during a maintenance check-up. The screw thread was fractured and the tip remained in the implant and couldn't be removed. The abutment was tightened to 35 ncm. A follow-up was provided on (B)(6) 2017 from the clinician: "the part of the abutment screw is still stuck in the implant and cannot be removed. Because the screw is left in the implant, a healing abutment cannot be set completely. The implant is to be left implanted." Surgical intervention may be required to remove the implant as a result of the fractured abutment.

Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: whether primary stability was achieved. Final evaluation of the device was performed. Conclusion: failure to follow instructions; the cause is most likely related to technique by not applying the appropriate level of torque or not re-tightening during maintenance visits. Device fracture was technique related most likely due to overtorqueing the abutment or failure to retighten the loose screw during routine maintenance. Instructions for use states that clinicians should tighten the locator abutment to 30 ncm or to the torque for an abutment screw recommended by the manufacturer of the implant/abutment system if that recommended torque is 35 ncm or less. Use of higher torque values than recommended above could cause a fracture of the locator abutment. Zest recommends follow-up visits at 6 month intervals. Instructions for use states that abutments must be re-tightened at follow-up visits to the torque specifications outlined above. Failure to re-tighten abutments could lead to screw loosening and abutment fracture.

Event description:
The clinician indicated that the abutment screw was found fractured during a maintenance check-up. The screw thread was fractured and the tip remained in the implant and couldn't be removed. The abutment was tightened to 35 ncm. A follow-up was provided on 5/18/2017 from the clinician: "the part of the abutment screw is still stuck in the implant and cannot be removed. Because the screw is left in the implant, a healing abutment cannot be set completely. The implant is to be left implanted." Surgical intervention may be required to remove the implant as a result of the fractured abutment.